Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump had no motor movement error. The customer's blood glucose level was 140 mg/dl at the time of incident. It also reported that the displacement verification test was does not passed. The customer reported that the alarm occurred during normal use. The customer was advised that the pump need to be replaced and discontinue the use of pump and revert to the back up plan. The customer will return insulin pump for analysis.

Manufacturer narrative:
The device was received with constant pump error 38 alarms during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 38 alarms. Unit received with corroded force sensor assembly and corroded battery tube.